Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had black image for 1 or 2 sec. The issue was found during a hemicolectomy therapeutic procedure that was completed with an olympus back-up device. There were no reports of patient harm.